Event description:
Clinical report states that patient was revised to address poly wear and liner fracture (B)(6) after primary tha.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states that patient was revised to address poly wear and liner fracture 22.7 years after primary tha. Doi: unknown dor: unknown (hip). The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has determined this product code is now obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.